Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., other, additional manufacturing narrative (if other): initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6).

Event description:
It was reported that "it doesn´t acquire properly (they tested with another patient cable and sensor, and problem remains). No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated, both manual and preset simulation tests passed. The device is functioning as designed. No product performance issue identified related to spo2 and pulse rate, based on the investigation above, the customer complaint could not be confirmed. (B)(6). A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event, corrected data: (report sources) updated from ¿health professional" to ¿foreign, health professional, user facility."